Event description:
Customer reported he was hospitalized due to high blood glucose over 400 mg/dl. Customer had changed his infusion set before going to sleep and the next morning he woke up with high blood glucose. He was having a hard time lowering his blood glucose with the insulin pump. Customer went to the hospital; they changed his set and treated overnight. Customer stated the insulin pump never alarmed and the cannula was bent. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.